Manufacturer narrative:
Alleged failure: patient may be having an allergic reaction probable root cause: design wrong raw material or manufacturing agent selected, in-process cleaning not effective at removing manufacturing residuals, not enough strict controls placed on raw material source and purity. Process: contamination during manufacturing process, in-process cleaning not performed to spec. Application: contamination of instruments. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the patient had an alleged allergic reaction.